Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet and clip were dropped, after which the ilet exhibited multiple exterior cracks and the agent arranged an exchange and provided education on the process. Symptoms included none. Outcomes included no alarms and no medical intervention. Investigation included customer interview and basic troubleshooting education. Investigation of this case revealed physical damage consistent with impact to the device enclosure and accessory, with no indication of functional failure or alert activity. It was concluded, based on previously established findings for similar reports, that user handling and impact damage were the probable cause.